Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with an intermittent button due to corroded keypad traces. No button error alarm during testing. Insulin pump was received with cracked case at display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
Customer reported receiving a button error alarm. The blood glucose reading was 133 mg/dl. Customer did not recall any significant event leading to the alarm. He stated that the alarm occurred while he was walking back from the beach, but that nothing was pressing on it. He stated that he was unable to clear the alarm. Nothing further was reported.